Event description:
The customer contacted the customer care solution center and alleged that there was no sound on the complaint device and requested support. The complaint device was not in clinical use at the time that the issue was discovered.